Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information provided, the patient experienced a rupture on the left breast implant. However, it was not possible to perform a proper product investigation since the implant was discarded. Nonetheless, the customer provided some pictures of the actual implant involved in the complaint. Based on the pictures, the implant appears ruptured. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. A manufacturing record evaluation (mre) was performed for the finished device number 6509863, and no non-conformances related to the reported complaint were identified. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Concomitant products: mentor memorygel breast implant 800cc gel breast prosthesis, catalog #3508004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 800cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was discovered during removal surgery on (B)(6) 2019. The patient did not have the explanted device replaced. The explanted device was discarded, but photographs were provided for device evaluation purposes.